Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.